Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection of the device did not find any issues. A simulated therapy was performed on the device with no issues. Functional testing was performed and the reported issue could not be duplicated. A review of the event history log of the device could not confirm the reported issue. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a drain of 2858ml in drain one while the homechoice (hc) machine was programmed to fill 1500ml. The patient had a 1200ml last fill of extraneal solution in the previous therapy. The initial drain was 30ml and the nurse stated that she forgot the initial drain alarm was set at 0ml. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received for evaluation. Should the device be received or additional relevant information become available, a supplemental report will be submitted.